Event description:
The manufacturer received information in relation to a everflo quiet device. The device was serviced by a field service technician. During the evaluation of the device had a sieve bed smell that was replaced for preventative maintenance. The inlet filter was dirty, the manifold assembly was leaking and the shipping box was damaged.

Manufacturer narrative:
H3 other text : device evaluated by field service technician.